Event description:
It was reported, the pt felt a burning sensation at the ipg pocket site. It is currently unk whether the issue is related to charging. It was reported, the pt had redness near the right lower gluteal border at the ipg site. The physician reported, she asked the pt to come back for follow-up but the pt declined. No further info is available at this time.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.